Manufacturer narrative:
Device power up properly after battery installation. Device received with operating currents within specification . Device passed softest, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Device received with the audio alert functioning properly. No audio alert anomaly noted. No hardware low level failures error alarm noted during testing or listed in pump history.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the new insulin pump does not have audio alerts when they have high blood glucose. Their blood glucose level during the incident was unknown. The device will not be returned for analysis.